Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported bunched balloon was not confirmed; however, the inner member was separated at the distal end of the proximal marker. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for bunching reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the nc trek balloon was noted to be twisted at the proximal part of the balloon and was not used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis revealed that the inner member of the balloon is separated at the distal end of the proximal marker. The balloon and outer member were still intact.